Manufacturer narrative:
The pump was received with no button response due to a flattened dome switch on the bolus, esc and act buttons. The keypad connector was inspected and was locked on the lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button did not had audible click on pump. No harm requiring medical intervention was reported. Customer stated that the time was advancing. The insulin pump will be returned for analysis.